Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the issue was confirmed. Additionally, it was found that the scope/camera head was not recognized due to poor contact of the receptacle unit, the image of serial digital interface and digital interface signal was not displayed due to failure in the printed circuit board, and there was corrosion on the chassis. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the processor did not connect to the keyboard and the image on the monitor had failed on the video system center. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
The procedure was a therapeutic colonoscopy, the patient was administrated propofol without delay. The procedure was completed using the same set of equipment but with reduced brightness.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that for the first phenomenon of image is not displayed occurred due to failure of printed circuit board and the second scope is not recognized occurred due to poor contact of the receptacle unit. Olympus will continue to monitor field performance for this device.